Event description:
A study was performed involving 45 patients that underwent isolated common femoral endarterectomy with patch angioplasty (ifea). Vascu-guard was used as a patch angioplasty following the endarterectomy procedure where necessary. Two patients experienced wound infections. One of the patient¿s underwent drainage of the femoral wound and delayed closure after wound dressing. Treatment for the other patient was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Date of event: 2012-2022. Literature article: suehyun park, taewan ku, deokbi hwang, woo-sung yun, hyung-kee kim, and seung huh. ¿outcomes of isolated endarterectomy and patch angioplasty of the common femoral artery according to current inclusion criteria for endovascular treatment¿. Vasc specialist int. 2022 dec 27; 38:32. Doi: 10.5758/vsi.220040. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.